Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/31/2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: on investigation, moisture was confirmed to be present throughout the internal pump compartment; moisture corrosion was present on all the circuit boards, the display and near the motor flex connector. Investigation confirmed the complaint. The pump was found to be damaged in several areas; the battery compartment was cracked and the pump base was cracked in multiple areas. Leak testing revealed moisture ingress into the pump at the sites of the damage.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.